Event description:
Customer reported receiving an error message on their locked freestyle flash meter. During the course of troubleshooting with adc customer svc, it was discovered that the unit of measure could be changed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed.